Event description:
It was reported that during the generator changeout there was a questionable break in lead insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 14.6 cm. A distal portion of the lead was received measuring 43 cm. Analysis was performed and no anomalies were found. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during the generator changeout there was a questionable break in lead insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d154atg defibrillator, implanted: (B)(6) 2005; 4574 non-defib lead implanted: (B)(6) 2005; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.